Event description:
Customer reported a hospitalization due to diabetes ketoacidosis. The incident occurred three months ago. Customer lost her baby. Customer stated that the cannula was bent and the insulin pump did not alarm no delivery. The blood glucose reading at the time of the event was 350 mg/dl. Customer stated that the blood glucose readings were high due to labor. Customer arrived at the hospital dehydrated. Customer was hospitalized for two days. Customer is currently experiencing high blood glucose. The previous night the blood glucose reading was 550 mg/dl. The insulin pump alarmed no delivery and she removed the infusion set and had a bent cannula. Customer was informed that bent cannulas can result from scar tissue, muscle tissue, tape issues and insertion complications. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.